Manufacturer narrative:
The repair of this device is being conducted by a 3rd party service representative. The resolution is unknown. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported the unit was unable to ventilate. There was no report of patient involvement.

Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board and central processing unit were replaced, and the unit was returned to service. A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board and central processing unit were replaced, and the unit was returned to service.